Event description:
During a hip arthroscopy & labral repair utilizing the burr,4.0mm,flat top,180mm lg, high visi, it was reported that surgeon was burring the acetabular rim and the burr shed metal filings into the joint. The area was flushed but some particles remained. There was a five minute procedural delay and there were no reported patient injuries or complications. The device is not available to be returned for analysis.

Manufacturer narrative:
(B)(4).